Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Reportedly the pump battery could not be charged, resulting in the pump shutting off. The customer's blood glucose (bg) level was 400 - 558 mg/dl, with diabetes ketoacidosis. Reportedly the customer fell and hit their head. The customer required assistance to address their bg level with a manual injection and being transported to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. Reportedly the customer was released from the ER the next day with no permanent damage to the customer. A replacement pump was sent to resolve the issue.